Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was 50% left on their ins and that they were having issues with their ins. Patient stated that they had an unrelated shoulder surgery and after, they started to experience constipation around the beginning of september. Patient met with a manufacturer representative who told them that the type of surgery could cause the settings to go off balance. Patient reported that the rep reset their settings and they thought it was better and was good for about a month, but experienced constipation again around november 1st. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the steps taken to resolve the recurrence of constipation symptoms were that they changed the setting themselves and that they were better on that setting. The patient noted they were still trying to find a gasto-intestinal (gi) health care provider (hcp). There were no further complications reported/anticipated.